Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. Beginning the day after hospital admission, the patient was treated with gentamycin (0.6mg/kg every 48 hours for 21 days intraperitoneally) for the peritonitis. At the time of this report, antibiotic treatment was ongoing. Thirteen days after the hospitalization started, the patient was discharged from the hospital. It was reported that the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot number h14d04024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.